Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading a cartridge onto the pump multiple times. The customer reported there were no damage observed with the cartridges. The customer reported that their blood glucose (bg) level was elevated due to the reported event (510 mg/dl) at the highest. The customer reported not being able to manage bg levels due to reverting back to manual injections and returning back on pump. The customer administered manual injections to address bg level. During troubleshooting with tandem technical services, the customer observed an o-ring on the pneumatic tap of the pump. The customer was able to successfully remove the o-ring and load a new cartridge.